Event description:
Patient presented from outlying facility with presumed st elevated myocardial infarction (stemi). An intra-aortic balloon pump (iabp) had been placed at outlying facility. Proceduralist at our facility removed the iabp. It was decided to close the left common femoral artery (location of iabp) and do interventions from the right femoral. Proceduralist attempted to close the left common femoral arteriotimy site utilizing a perclose device, proglide. The device malfunctioned. Proceduralist suspected the defect was with the suture plunger. As a result, he was unable to withdraw and re-insert a guide wire. The proglide was subsequently pulled by force. There was a suspected left common femoral tear. As a result contralateral sheath inserted and placed in the proximal left common femoral artery. Subsequent angiogram revealed extravasation at the site of the left common femoral puncture site. It took multiple sized stents and balloons over the course of 2.5 hours to stop the extravasation from the tear. Patient then taken to surgery for exploration and over-sewing of the site of tear and the stent that had been placed. This was to maintain a safest possible course to prevent future hemorrhage risk. Patient remained hemodynamically stable throughout this event.